Event description:
During an in-clinic follow-up, low impedance and failure to capture were detected on the left ventricular (lv) lead. The lv pacing was turned off to resolve the event. The patient was stable and will continue to be monitored.